Event description:
It was reported that during a right colectomy, a blockage of the device: the surgeon cannot close the jaws when there¿s tissue in between. No problem when the device is empty, but there is an issue once tissue is involved. The surgeon tried repositioning the jaws but the device blocked immediately. It occurred during the first firing, it was a new device (not used before). The surgeon had to open another device to complete the surgery. The scrub nurse pass the device to the surgeon in the locked halves, the surgeon is doing the first firing of the device. This surgeon is used to manipulate the device.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4: batch #243d49. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage, with no reload present. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event could not be confirmed as the device opened and closed without any difficulties noted and the device fired as expected. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 243d49, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No further information can be provided by the customer. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.